Manufacturer narrative:
Additional narrative: date of event is unknown. (B)(6). Device is not distributed in the united states. Device history records review was completed for part # 298.801.01, lot # p180968. Supplier: (B)(4), release to warehouse date: jun 02, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that patient underwent implant procedure for periprosthetic fracture of humerus on (B)(6) 2016. The cerclage cables, plate and screws were used to reduce a distal humerus fracture. Post-operative, the cerclage cables broke requiring revision surgery to reduce the fracture. The plate, screw and cable construct implanted failed before the fractured humerus could heal. On (B)(6) 2017, patient underwent revision surgery to remove the construct. It was reported that the fixation in the proximal segment only consisted of cerclage cables which resulted in poor fixation, the cables eventually wearing and breaking due to friction with the plate. The patient also had a reverse shoulder replacement implanted at the time the cable broke. In order to reduce the fracture, the stem needed to be removed and replaced with a long stem construct. Surgeon believed that the revision surgery was required because the cables were used without any screws to control rotation with the original orif. Therefore the cables were rubbing against the plate in the proximal part of the construct which eventually caused the cables to snap and the construct to fail. There was no damage or loosening of the plate or screw. Patient outcome was not reported. Concomitant parts reported: plate (part # 226.581, lot # 9471209, quantity 1). Screw (part # unknown, lot # unknown, quantity unknown). 5.0mm periprosthetic locking screw (part # 02.221.458, lot # 9422658, quantity 1). Unknown device (part # 281.002, lot # 9134829, quantity 1). This report is for one (1) 1.7mm cable with crimp 750mm. This is report 3 of 4 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (1.7mm cable with crimp 750mm, part number 298.801.01, lot number p180968). The subject device was returned with the complaint condition stating: this complaint is confirmed. Four (4) cercl-cable w/crimp ø1.7 sst were received at us cq for evaluation broken with frayed ends. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the 4 returned cables broke postoperatively. The outside diameter of all four returned cables nearest the location of breakage were measured at cq using calipers and all were found to be within specification of 1.7 +/- 0.2mm per product drawing. No new, unique or different patient harms were identified as a result of this evaluation. Additionally, the calculated occurrence rate is acceptable with the applicable design and clinical risk management occurrence rate. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A 4.5mm broad lcp® plate 8 holes/152mm (part#226.581 lot#9471209), a wire mount for lcp 4.5/6.0 (part#281.002 lot. 9134829) and a 5.0mm locking head screw (part# 02.221.458 lot. 9422658) were returned as concomitant devices without an alleged complaint condition. Upon visual inspection there is no evidence that these devices contributed to the complaint condition, and therefore no additional investigation will be performed on these devices. A visual inspection under 5x magnification, dimensional inspection, device history record (DHR) review, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. Drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Most likely due to cables were used without any screws to control rotation with the original orif. Therefore, the cables were rubbing against the plate in the proximal orientations of implanted cables with respect to the implanted plate which caused the cables to rub against the plate in the proximal part of the construct which eventually caused the cables to snap and the construct to fail. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.